Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date the cannulated connecting screw for tfna system had cross threaded in the nail and was difficult to remove. The screw positioning was readjusted to remove it. There was a (5) minute surgical delay and the procedure was successfully completed. No patient consequences noted. Concomitant devices: unk - nails: tfna(part# unknown, lot# unknown, qty unknown). This report is for (1) unknown tfna nail. This is report 2 of 2 for (B)(4).